Event description:
2023-dec-06: information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt said that they didn't know how to use the handset to help with their upper back. Pt said that the therapy was on and that they knew how to increase the stimulation. Pt said that they wanted to relieve their upper back pain like they did with their last ins. Pt noted that the equipment was charged to 100%. Pt said that it seemed like if the equipment batteries got lower, then the ins didn't really want to help them. Pt said that they really like their current ins. Pt only had group a programmed in on the device. Pt said that someone was there at their replacement surgery, however nobody ever got back to them after the surgery. Pt then said that someone had contacted them one time, so the pt called them back, however then they never got back to the pt again. Pt said that the ins was helping their sciatica but not their upper back. Agent advised the pt that a message would be sent out to the local manufacturer representative (rep) requesting contact, however agent did not promise a time-frame on a response. 2024-01-10: pt said they were in pain. Pt said it was working fine for their sciatic lower back pain. Pt said they never even had the upper back pain prior to implant. Pt said they go to healthcare provider (hcp) every month. Reviewed to have hcp page the rep. Pt mentioned the rep was great for getting the ins and pt likes it better because it does not have the big donut thing to put on the back. Redirected to hcp. Pt also mentioned they received a follow up letter asking to clarify about upper back pain. Pt said they did not get implanted for upper back pain at the time. Pt will fill out the response to the letter and mail it. 2024-apr-01: additional information was received from the patient. They reported that they have had pain ever sincethe device was implanted in their upper back so they took x rays and they tried to say that it was because the patient has a long torso. Caller stated that they think it was implanted wrong.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.